Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter had developed a power issue ¿ unit powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017. The patient manages his diabetes with insulin pump therapy and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient reported that 12-16 hours after the alleged product issue began she developed the symptoms of ¿ketones, frequent urination and headache¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. Based on the information provided, there was no misuse of the product and the meter battery did not need to be replaced. The type of battery being used was alkaline. The cca noted that when the patient was educated on the auto-shutoff function the issue remained unresolved. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.